Event description:
Caller reported potential false negative results when tested using the rapid test on two pt samples vs. Results from beta hcg testing (analyzer type unk). Customer reported having two cases where the result of the rapid hcg test was negative but the control values (pt samples tested for beta hcg) were between 278 and 426 (unit of measurement not provided). Alere has attempted to obtain this info but no reply was received from customer.

Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg111009-02; 100miu/ml hcg urine control lot: hcg110307-01; 241.0iu/ml hcg urine control lot: hcg111020-01; 25miu/ml hcg serum control lot: hcg110511-01; 100miu/ml hcg serum control lot: hcg110216-01. Summary of results: the retention devices meet qc specification. Details below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 25miu/ml hcg serum control yielded clearly positive results at 5 minute read time. (N=5). The 100miu/ml hcg serum control yielded clearly positive results at 5 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's results was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency established; no corrective action required at this time.